Event description:
During a breast biopsy procedure the customer started receiving a green cable error code with their holster. They were able to complete the case with no patient consequence. The device was returned for service.

Manufacturer narrative:
H3: evaluation summary: the analysis results found that the device displayed green cable errors during initialization of functional tests because the pcb board was not calibrated properly. The site calibrated the pcb board to correct the customer's complaint. The device was then functionally tested and found to operate properly.